Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted - one in the rca and one in the 1st obtuse marginal. Approx. 7 months post index procedure, the patient died. The death was classified as a non-cardiac death and cause of death was reported as carcinoma of the bladder and ischemic heart disease and prostate cancer. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
Lot details for pli 20 received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the death event as a non-cardiovascular death. If information is provided in the future, a supplemental report will be issued.